Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-33178. It was reported that the patient experienced an ongoing shocking and stabbing sensations in their back. Rep ran an impedance check where it was found that the l5 lead has high impedance on all four contacts and the l4 lead had high impedance on two contacts. Reprogramming was attempted but it was not successful. Surgical intervention may take place at a later date.